Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was admitted into ICU as the patient experienced low blood pressure and irregular heartbeat after the ipg replacement surgery on (B)(6) 2016. (Reference MFR report # 1627487-2016-01397). The patient was seen by cardiologist. The patient ws hospitalized for a day. Reportedly, the issue has resolved.